Event description:
"Lap cholecystectomy - it has been identified that three patients have returned to hospital with bile leak following laparoscopic cholecystectomy where ca090 was used. When patients have been scanned there were no clips found on cystic duct. Product lot numbers not known as these were not recorded by the hospital. Of the three reported incidences the patients were operated on by separate surgeons."

Event description:
"Lap cholecystectomy - it has been identified that 5 patients have returned to hospital with a bile leak following a laparoscopic cholecystectomy where ca090 was used. When patients have been scanned there were no clips found on cystic duct. Product lot numbers not know as these were not recorded by the hospital. Of the three reported incidences the patients were operated on by separate surgeons."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to MFR. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56 if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Please see related MDR# 2027111-2013-00448, 2027111-2013-00449, 2027111-2013-00450, 2027111-2014-00028 & 2027111-2014-00029. Investigation summary: the five incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root causes of the incidents. These incidents are the first cases of post-operative bile leakage reported in (B)(6). (B)(4); however, no products were returned for evaluation in these instances as well. Because the actual devices were not returned for these incidents, the root causes were unable to be determined. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding and closing during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.